Event description:
It was reported that the lead was explanted due to loss of capture and sensing.

Manufacturer narrative:
The analysis of the lead did not reveal any device condition that would have contributed to the reported loss of capture and sensing. The lead exhibited normal electrical characteristics. Analysis noted insulation abrasion as a result of friction. The damaged insulation is not related to the complaint. There was no indication of defects in materials or workmanship.